Event description:
Meter would not turn on. The patient is developmentally disabled. She receives assistance in testing her blood glucose and taking medication. She takes daily insulin and glucophage; the reported did not know the insulin type and dose or glucophage dose. The patient has owned the reported meter for about 1-1/2 years. During the last week the caregiver was sometimes unable to obtain a result on the meter. The reporter said the patient is given additional insulin by sliding scale when her blood glucose level is elevated; however, the reporter did not know insulin type of specific dosage given. The family member said the patient does not have another meter and was unable to obtain a result on the reported meter. Her family took the patient to the ER where a result of 598mg/dl was obtained of the ER device. The patient was treated with an IV and insulin injections every 30 minutes until her blood glucose level was <300mg/dl. The patient was released to home from the ER. The customer service agent (csa) walked the caregiver through pressing the power button and inserting a test strip all the way into the test strip holder. The meter turned on with both attempts. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because meter results could not be obtained and the patient later experienced hyperglycemia requiring medical treatment.